Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic right video-assisted thoracoscopic surgery, while going for the second wedge resection of the right lung, the surgeon was having difficulty getting the reload into the cavity and was struggled to get between the ribs and to get the proper angle to compress tissue. There was a loud crack prior to compression. The scrub technician took the reload off but a small black piece of the reload was stuck on the adaptor and was removed immediately with a hemostat. Another reload was used to complete the case. There was no patient injury.